Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump which experienced a constant air in line alarm. This condition may be a false air in line alarm. It is unknown when or at what point in the process the reported condition occurred. There was no patient involvement. The software version of this device is currently unknown. No additional information is available at this time.